Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one appropriate shock however, the device failed to convert the arrythmia. The arrhythmia continues but slowed slightly and the charge began however, the printout of the electrogram (egm) ends while the rhythm persists. The final rhythm is unknown but presumed to be self-terminating as the patient was in sinus rhythm upon interrogation in the emergency room. The field representative noted he had printer issues in the past and will attempt to re-print the stored session. Subsequently, the system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one appropriate shock however, the device failed to convert the arrythmia. The arrhythmia continues but slowed slightly and the charge began however, the printout of the electrogram (egm) ends while the rhythm persists. The final rhythm is unknown but presumed to be self-terminating as the patient was in sinus rhythm upon interrogation in the emergency room. The field representative noted he had printer issues in the past and will attempt to re-print the stored session. Subsequently, the system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.